Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent plus trial kit - palodent ring broke during use. The ring snapped in half, one part was retrieved and other part of it went down the patient's throat. Due to the patient saying that it felt like one part was stuck in their throat ems was requested. Patient went to the ed and x-rays were taken and found that the patient had swallowed the other half. Further information requested.

Manufacturer narrative:
Additional information received for investigation: product will not be returned for investigation. There is no batch information provided therefore no DHR or retain evaluation can be conducted.